Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was lead migration and stimulation not helping. Device malfunction was not mentioned. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an explant procedure for an unknown reason.